Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "primary channel blocked-biopsy port" for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a black piece of material lodged inside the biopsy inlet t-piece. This finding confirmed the customer's complaint. Other inspectional findings included: mild moisture on pve electrical connector frame. Passed dry/wet leak tests. Suction tube resistance. Umbilical cable single buckled under pve root brace. #1 and #2 remote control button cover cracked. Pve electrical connector frame mild corrosion. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2016 stating the event occurred before the procedure. In addition, the facility could not determine whether other patients were exposed to the black piece of material. Repairs were performed on the device which included replacement of the following: o-rings and seals. Light guide cable. Suction channel lg. Eog valve assy. Eog valve tightening screw imp-1. The video gastroscope was returned to the customer on (B)(6) 2016.